Event description:
Patient reported the aligners caused damage to their teeth that include loosened crown that detached during treatment, decay underneath the crown that was previously stable, gum recession, chipped front teeth, the need for tooth extraction, bone grafting and a dental implant. Now the recommendation for comprehensive orthodontic treatment with traditional braces to correct the alignment failure on their bottom teeth. Their dentist has confirmed that these issues are a direct result of byte¿s aligners and the improper pressure applied during treatment, compounded by lack of in-person supervision. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Added additional clinical codes not captured in the initial report. (Pain and bleeding).